Event description:
It was reported that the patient had had several surgeries this year and was not using stimulator. She went through rehab a couple of times for the different surgeries. The patient wanted to start using stimulation again but was using high amplitudes. Impedances were checked for leads and the values over 10000 ohms were seen for electrodes 1 and 4. Reprogramming was done avoiding those contacts and painful areas were successfully captured. The patient was happy with the stimulation and felt that this would take care of her pain. The issue was resolved. Patient status at the time of this report was alive with no injury. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v083355, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-56, lot # v083355, implanted: (B)(6)2010, product type lead. (B)(4).